Manufacturer narrative:
(B)(4).

Event description:
It was reported that "both devices failed to fire clips on the initial attempt, and the procedure was completed using a competitor's device." There was no medical intervention required. The patient's current condition is reported as "fine". Associated MDR number includes: 3003898360-2026-00240 and 3003898360-2026-00246.